Manufacturer narrative:
The device was not returned to olympus, due to this, it was not possible to confirm the failure. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that camera head presented the errors e226 and e228. The event occurred during inspection before use. There were no reports of patient involvement.